Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the printed circuit board assembly, the power switch and its assembly. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's monitors would not turn on. No pt injury was reported.